Event description:
It was observed that during the device evaluation, gastrointestinal videoscope exhibited foreign objects from the nozzle and bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the device could not be identified and there were no reported reprocessing deviations from the IFU. It is possible the foreign material was not removed during reprocessing due to deformation of nozzle. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: detection method is described in gif/cf/pcf-290 operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-290 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.